Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and that the insulin pump alarmed no delivery. The blood glucose reading was 429 mg/dl in the morning, and it rose to 695 mg/dl by the time of admittance. After being treated in the hospital, the blood glucose reading was 47 mg/dl. The customer had discontinued use of the insulin pump while being treat, then returned to insulin pump therapy; the most recent blood glucose reading was 208 mg/dl. Upon troubleshooting the device, it was found that the insulin pump was working as designed. The customer stated that she felt comfortable using the insulin pump and would speak with her doctor. A low battery alert was noted in the device history. Advised the customer to monitor the insulin pump and to call back if any issues recur. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.